Manufacturer narrative:
Evaluation of the returned penumbra system red 62 reperfusion catheter (red62) confirmed that it was fractured. Evaluation revealed no signs of torquing or stretching at the fractured locations. This indicates the fracture was likely due to a kink. This type of damage may occur if the red62 is manipulated at an angle during use. Based on the reported event, this damage was observed during removal from sheath. Therefore, this damage is likely due to a kink that subsequently worsened to fracture upon retraction at an angle. Further evaluation revealed a kink near the fracture location likely due to the same manipulation upon removal. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right m2 segment of the middle cerebral artery (mca) using a penumbra system red 62 reperfusion catheter (red62) and a benchmark bmx96 access system (bmx96). The physician completed one pass with the red62. Following completion of the pass, the red62 was removed from the sheath. Upon removal, the red62 was noticed to be kinked, after which the red62 fractured. The location of the fracture is unknown. The procedure was successfully completed at this point, and thrombolysis in cerebral infarction (tici) 3 was achieved. There was no report of an adverse effect to the patient.